Event description:
It was reported that the patient had been feeling dizzy while exercising. The right ventricular (rv) lead exhibited oversensing with sensing integrity counter (sic)and it was noted that the device had been programmed to unipolar sensing since the day after implant. The lead was reprogrammed to bipolar and the lead will continue to be monitored. The lead remains in use. No patient complications have been reported as a result of this event.